Manufacturer narrative:
Date of event is unknown.

Event description:
Film review analysis: review of cta's from 8 years post-implant confirmed that the aneurx bifurcate had migrated into the sac, and is approximately 5 - 6cm below the renals. The neck flow lumen diameter at the level of the lowest left renal measures 24 x 25mm and 1cm lower measures 32 x 34mm. The infrarenal neck is angulated 50 degrees p-a to the distal portion of the proximal neck, which is angulated 90 degrees a-p to the iliac limbs. The proximal stent graft od is 27mm. The aaa max diameter is 5cm and there is a proximal type I endoleak. The ipsi limb + extension were placed down into the right common iliac artery, and the contra limb + extension were within the left common iliac. Both limbs are patent. No other stent graft issues were observed. The exact cause of the stent graft migration leading to the proximal type I endoleak could not be determined. The anatomy at implant and earlier follow-up films were not available for review. It is possible that disease progression, with neck dilatation and the conical and angulated neck, may have contributed to the migration. Images after the intervention were not provided.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 56 mm diameter abdominal aortic aneurysm. The aorta at renal artery currently measured 27 mm in diameter. The proximal aortic neck measured 50 mm in length. The vessel was not tortuous or calcified. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that on a routine follow up CT scan, the stent graft was found migrated 5 cm from the renal arteries which resulted in a proximal type I endoleak. The physician performed a secondary intervention and an endurant ii 36x36x70 cuff was implanted resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.